Manufacturer narrative:
The reported event of a stuck helix and spontaneous extension of the helix was not confirmed. As received, a complete lead was returned in one piece with the helix retracted. No blood or tissue was noted inside the helix. After applying torque to the connector pin, the helix could be successfully extended and retracted. The full measured helix extension length was within required performance specification. Electrical testing and an x-ray examination revealed no indication of conductor fractures or internal shorts. A visual inspection of the lead revealed no anomalies.

Event description:
It was reported that the helix of the right ventricular (rv) lead was stuck and then spontaneously extended prior to the implant procedure while it was being tested. The rv lead was not used and a new lead was implanted to resolve the event. The patient was in stable condition.